Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and the reported failure was confirmed and reproduced. The unit fuses was replaced with new 8v fuses. The unit will be returned to OEM for repair. The unit has no significant scratches or dents. The front bezel is not cracked. The complaint was confirmed based on the failure analysis.

Event description:
It was reported that during da vinci-assisted cholecystectomy surgical procedure, site contacted intuitive technical support engineer (tse) to report that the erbe would not power on. Caller stated that they tried checking the power cord with no change. The erbe was plugged into a known good power outlet. Sire popped out the fuses and they looked funky. Site swapped out the tower and are continuing with procedure. The procedure was converted to another dv system with no reported injury.